Event description:
The report from the affiliate indicated that the patient was included in a clinical study which is "japan 2000". Approximately seven (7) months after the index procedure during the follow-up period, coronary angiography was conducted and the previously implanted cypher stent was found to have restenosed. The target lesion was the proximal circumflex artery. The restenotic lesion involved approximately one-third of the stented area from the proximal edge of the stent. The restenosis was reported to be a 61.5% stenosis. The restenosis was treated by ptca with a 2.5/15mm balloon at 14atm with an unknown inflation time. An additional cypher 3.0/13mm stent was implanted at 14atm for 20 sec inside the previously implanted stent. The patient had two additional cypher stents implanted during the index procedure in another vessel and these stents exhibited no restenosis.

Manufacturer narrative:
An (B)(6) female patient with a history of angina, hyperlipidemia, pvd and diabetes experienced restenosis seven months post cypher stent implantations. The reason for the patient's initial admission to hospital was not reported; but an angiogram revealed lesions in her proximal circumflex and proximal lad. This patient's advanced age, gender and history put her at increased risk for mace. Pre and intra procedural medications included asa and ticlid. The intra procedural administration of heparin and the performance or recording of acts was not reported. The proximal circumflex lesion was described as de novo, type b2, 65% occluded, eccentric, diffusely diseased, mildly calcified, ostial and located in an area of flexion. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of a 3.00 x 23mm at a maximum inflation pressure of 20atm. According to the IFU, the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. A residual stenosis of 17% was reported despite post-dilation. According to the IFU, the cypher stent is contraindicated in patients judged to have lesions that prevent the complete inflation of an angioplasty balloon. The proximal lad lesion was described as de novo, type c, 60% occluded, eccentric, diffusely diseased, mildly calcified, ostial and located in a bifurcation and in an area of flexion. The lesion was pre-dilated prior to the placement of a 3.00 x 33mm cypher stent. This was followed by the more proximal placement of a 3.50 x 23mm cypher stent. These stents were placed in an overlapping fashion and at maximum inflation pressures of 20atm. According to the IFU, the placement of three or more cypher stents has not been clinically studied. The patient was discharged on medications that included asa and ticlid. Seven months after the index procedure, the patient underwent a repeat angiogram that revealed a 61.5% restenosis in the cypher stent implanted in the patient's proximal circumflex. This was treated with ptc a and the placement of an additional cypher stent. In addition, it was reported that the two cypher stents that had been previously implanted in the patient's proximal lad demonstrated no restenosis. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. There are patient, vessel, procedural and possible pharmacological factors that may have contributed to this event.